Event description:
It was reported that the impactor tip from hrs max broke during final strike with the mallet.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.